Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-19822, 2017865-2021-19823. It was reported the patient presented in clinic with an infection. The cause of infection is believed to be related to a secondary source. The leads developed vegetation that was seen on an echo. The system was explanted without issue. The patient was stable.